Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported inflation issue was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation was unable to determine a conclusive cause for the reported inflation issue. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of this device. Device code 1601 (stretched) was removed.

Manufacturer narrative:
Exemption number e2019001. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat the right coronary artery. A 2.5 x 12 mm nc trek balloon catheter was prepped per the instructions for use (IFU); however, the balloon completely failed to inflate during procedure. No leaks were noted and there were no loose connections between the devices. The device was then removed from the anatomy without issues and another 2.5 x 12 mm nc trek balloon catheter was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. Returned device analysis revealed that the inner and outer member were stretched proximal to the proximal balloon seal.